Event description:
It was reported that during a hand assisted sigmoid colon procedure the iris tore. No pieces of the iris fell into the patient. Another device was used to complete the case with no patient consequence.

Event description:
The account alleges that the device has a loss of ground.

Manufacturer narrative:
(B)(4). Torn iris seal. The analysis results of the device confirmed that the iris seal was torn. The damage found suggest that the tear was initiated 0.5 inches below the top and then, it propagated about 180 degrees in spiral to the bottom. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.